Event description:
Customer reportedly obtained a result of 367mg/dl on the aviva system while a professional device produced a result of 161mg/dl. Within 10 minutes of these results the professional device was used again with a result of 309mg/dl. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.